Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic during follow-up and post-paced t-wave oversensing was observed. Programming changes were made.